Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical specialist reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer declined to troubleshoot for high blood glucose level. Customer reported bleeding at site of insertion. Customer did not received any medical treatment for site issue. The insulin pump will not be returned for analysis.